Manufacturer narrative:
Eval in progress but not concluded.

Event description:
During preventative maintenance of the device, the service rep reported the level sensor generated a false alarm. The rep replaced the level sensors at the customer's facility and returned them for investigation. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.